Event description:
Major pump unit(s) involved: external control system failure;system controller heartmate ii.specific component(s) involved: external controller malfunction;controller battery cell required replacement within 3 months of implant.causative or contributing factor: no specific contributing cause identified.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.